Event description:
The patient underwent treatment of a failed 23 mm magna ease valve due to aortic regurgitation and aortic stenosis prior to valve-in-valve tavr. The left coronary cusp was successfully split. Following angiographic assessment, the physician elected to proceed with treatment of the right coronary cusp. During advancement of the shortcut device across the valve, resistance was encountered, followed by hypotension and concern for worsening right ventricular function. The procedure was aborted, and the shortcut device was re-sheathed and removed. Resistance was encountered during device removal before it was successfully withdrawn. The valve-in-valve tavr procedure was then completed with implantation of a 23 mm sapien 3 valve. During valve deployment, a small ventricular septal defect (vsd) was suspected. Due to concern for the vsd, bav was not performed. The patient remained hemodynamically stable, and the vsd was reported to be small without hemodynamic compromise. Conservative management was planned. Following the procedure, the device was checked and found to be fully functional, with no device performance issues identified. The physician noted that the patient was stable, and that the vsd was small and not causing hemodynamic compromise. Conservative management was planned, and the patient was expected to be discharged home within a few days.

Manufacturer narrative:
Based on the available complaint information, the event involved an iatrogenic ventricular septal defect (vsd) identified during/after a shortcut procedure. The procedure was aborted after the patient became hypotensive and right ventricular function became a concern. Following continuation of the procedure with implantation of the sapien valve, the physician noted concern that the sapien strut may have been directed into the right septum. Due to concern for vsd, post-dilatation/balloon aortic valvuloplasty was not performed. The vsd was later described as small, the patient was reported to be stable, and conservative management was planned. The patient was expected to remain under follow-up in the hospital for an additional few days. The available information does not indicate that the event resulted in death. In addition, the event did not meet the definition of serious injury in this specific case, as no medical or surgical intervention was required to correct the vsd or to prevent permanent impairment, and the vsd was described as small and not causing hemodynamic trouble at the time of the report. No device malfunction or use error was identified, and post-procedure back-table testing confirmed that the shortcut device fully resheathed and was functional. However, this event is considered an unusual reportability case. Although the actual clinical outcome did not meet the definition of serious injury, the event was identified as an unanticipated iatrogenic vsd, which is a rare and unusual complication. The event was acutely associated with hemodynamic concern, including hypotension and concern regarding right ventricular function. The shortcut procedure was aborted, and the subsequent sapien valve deployment was not fully optimized because bav was avoided due to concern that further intervention could increase septal injury. In addition, although conservative management was selected, the patient required continued hospital follow-up, and the final clinical outcome was not fully known at the time of the assessment. Based on the medical advisor's input, while the event was not severe in the sense that it did not require corrective action and did not result in a confirmed serious injury, it should not be considered benign. The medical advisor noted that the absence of serious injury may have been fortunate, as this type of event could potentially lead to a more complicated injury, including permanent impairment, particularly if the defect were larger, hemodynamically significant, or required intervention. The medical advisor further noted that a potential contribution from the shortcut procedure cannot be confirmed or ruled out based on the available information. Therefore, although the standard reportability assessment did not identify a clear "yes" determination and the event did not result in death, serious injury, device malfunction, or identified use error, the totality of the circumstances supports a conservative reportability decision. This includes the rare and unanticipated nature of the iatrogenic vsd, the acute hemodynamic concern, abortion of the shortcut procedure, impact on the ability to optimize the subsequent valve deployment, need for continued hospital follow-up, uncertainty regarding final outcome, and inability to rule out a possible relationship to the shortcut procedure. Due to the potential for the event to lead to serious injury if it were to recur or progress, and due to the unresolved uncertainty regarding the potential contribution of the shortcut procedure to the event, the complaint is considered to be reportable.